Event description:
As reported, the 24 x 80 palmaz genesis on opta pro stent was dislodged during use of the pg stent. The stent became dislodged after passing through the 7f non-cordis long sheath but did not reach the lesion. The device was removed easily. The case was completed with a new palmaz genesis stent. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The sds was prepped according to IFU guidelines. There was no difficulty during prep. The stent was properly mounted on the system when inspected prior to use the stent was no manipulated during prep. The balloon was not inflated or deflated prior to insertion. Negative pressure was not applied. A 7f non-cordis long sheath was used. The intended lesion was in the subclavian artery with stenosis. The lesion was measured to be 7mm in diameter. The lesion was calcified, and the vessel was tortuous. The lesion was noted to have a 70% stenosis. The device was not being used to treat a chronic total occlusion (cto). The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. There was resistance noted while tracking the sds towards the lesion. Unusual force was not used during the procedure. The catheter was noted to have been in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
The 24 x 80 palmaz genesis on opta pro stent was dislodged during use of the pg stent. The stent became dislodged after passing through the 7f non-cordis long sheath but did not reach the lesion. The device was removed easily. The intended lesion was in the subclavian artery with stenosis. The lesion was measured to be 7mm in diameter. The lesion was calcified, and the vessel was tortuous. The lesion was noted to have a 70% stenosis. The case was completed with a new palmaz genesis stent. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The sds was prepped according to IFU guidelines. There was no difficulty during prep. The stent was properly mounted on the system when inspected prior to use the stent was no manipulated during prep. The balloon was not inflated or deflated prior to insertion. Negative pressure was not applied. A 7f non-cordis long sheath was used. The device was not being used to treat a chronic total occlusion (cto). The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. There was resistance noted while tracking the sds towards the lesion. Unusual force was not used during the procedure. The catheter was noted to have been in an acute bend. The product was returned for analysis. A non-sterile unit of palmaz genesis / pro 24mm x 80mm peripheral 135cm stent delivery system was received coiled inside of a clear plastic bag. Per visual analysis the balloon was received not inflated, and it was observed that the stent was not mounted on the balloon. No damages or anomalies were observed on the returned unit. Additionally, the marker bands were present on the device as expected near to the distal and proximal end of the balloon body. Per microscopic analysis stent struts marks were observed on the balloon surface. This indicates that the device complied with the stent crimp process. A product history record (phr) review of lot 82250879 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - tracking difficulty¿ was not confirmed through analysis of the returned device due to the nature of the reported event, procedural images were not provided for review. The exact cause of the event could not be determined during analysis. The reported ¿stent - dislodged¿ was confirmed through analysis of the returned device as the stent was not present on the device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (calcification and tortuosity and a rate of stenosis of 70%) may have contributed to the event. However, stent struts marks were observed on the balloon surface indicating that the device complied with the stent crimp process. Procedural/handling factors may have also contributed to the reported event. According to the precautions in the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 24 x 80 palmaz genesis on opta pro stent was dislodged during use of the pg stent. The stent became dislodged after passing through the 7f non-cordis long sheath but did not reach the lesion. The device was removed easily. The case was completed with a new palmaz genesis stent. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The sds was prepped according to IFU guidelines. There was no difficulty during prep. The stent was properly mounted on the system when inspected prior to use the stent was no manipulated during prep. The balloon was not inflated or deflated prior to insertion. Negative pressure was not applied. A 7f non-cordis long sheath was used. The intended lesion was in the subclavian artery with stenosis. The lesion was measured to be 7mm in diameter. The lesion was calcified, and the vessel was tortuous. The lesion was noted to have a 70% stenosis. The device was not being used to treat a chronic total occlusion (cto). The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. There was resistance noted while tracking the sds towards the lesion. Unusual force was not used during the procedure. The catheter was noted to have been in an acute bend. The device will be returned for evaluation.

Event description:
As reported, the 24 x 80 palmaz genesis on opta pro stent was dislodged during use of the pg stent. The stent became dislodged after passing through the 7f non-cordis long sheath but did not reach the lesion. The device was removed easily. The case was completed with a new palmaz genesis stent. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The sds was prepped according to IFU guidelines. There was no difficulty during prep. The stent was properly mounted on the system when inspected prior to use the stent was no manipulated during prep. The balloon was not inflated or deflated prior to insertion. Negative pressure was not applied. A 7f non-cordis long sheath was used. The intended lesion was in the subclavian artery with stenosis. The lesion was measured to be 7mm in diameter. The lesion was calcified, and the vessel was tortuous. The lesion was noted to have a 70% stenosis. The device was not being used to treat a chronic total occlusion (cto). The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. There was resistance noted while tracking the sds towards the lesion. Unusual force was not used during the procedure. The catheter was noted to have been in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82250879 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.